Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed; however, the reported event of the audible tone being ¿odd¿ could not be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned to abbott for analysis, but log files were submitted for review. The event log file contained information spanning approximately 11 hours of patient use on (B)(6) 2024 (11:55 to 23:09 per timestamp). A backup battery fault alarm activated at 19:03:28 on (B)(6) 2024 due to the backup battery not passing the load test. At the time of the alarm¿s activation, the difference between the loaded and unloaded voltages of the battery was measured to be outside of the designed threshold. The controller¿s ability to operate the pump was unaffected by the alarm, as the pump maintained within the expected speed range while the driveline was connected. The driveline was disconnected at 23:09, which is consistent with the reported controller exchange. The backup battery fault alarm stayed active until the controller was shut down. The root cause of the audible tone being ¿odd¿ could not be conclusively determined, as this issue could not be confirmed through this investigation. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The submitted log file indicated that backup battery (B)(6) was in use at the time of log file collection; this battery was observed to pass initial testing. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev. D, section 6 ¿caring for the equipment¿) instructs users to check the system controller¿s audio speakers at least once per month. If a change in sound is noted during a self-test, the speakers may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was stable.

Manufacturer narrative:
No further in formation was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an unknown yellow wrench alarm with an odd audible tone and exchanged their system controller. They came to clinic on (B)(6) 2024 and log files were sent for review. The event log captured backup battery faults starting (B)(6) 2024 at 19:03, which continued until the controller was exchanged at 23:09. The backup battery faults were due to a failed backup battery load test.